Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Based on additional monitoring following the sensor re-link, the system was found to be operating within expectations. Overall, blood glucose (bg) values aligned well with sensor glucose (sg) trends, accounting for the physiological delay between bg and sg changes. The user was informed of the findings by next level support and agreed that system performance had improved. No further action was required. Dms review confirms that the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.